Event description:
It was reported that during a procedure to treat a lesion in the circumflex, a 3.75 x 20 nc trek rx dilatation catheter was advanced without resistance and attempted to be inflated; however, the balloon did not inflate at all. Reportedly, a leak was suspected but was not confirmed. The 3.75 x 20 nc trek rx dilatation catheter was withdrawn from the patient anatomy without resistance. A new unspecified balloon and unspecified stent were used to treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed the reported issue of the leak and difficulty with inflation. The leak appears to have been caused by an inadvertent razor blade cut to the shaft by the manufacturing operator. Based on the fact that the unit did pass the on line leak testing process as well as the visual process inspections, it is likely that the actual layers of the tear did not completely separate until the device was coiled, prepped, and/or the subsequent inflation attempt by the user. A review of the complaint handling database found no other incidents related to leaks for this lot. Based on the review of the lot history record for this lot and complaint rate, this event is believed to be an isolated incident and there is no indication that the larger population of product is affected by this issue. This type of reported event will continue to be monitored per local quality system procedures.